Manufacturer narrative:
The customer advised that a 37 year old male patient, was at the clinic to receive vitamin therapy via IV. It was advised that as the clinical staff was inserting the catheter, it broke off in the patients arm. The patient was sent to the emergency room when the breakage occurred on (B)(6). The office was advised by the patient that the emergency room was unable to removed the catheter and was advised to wait a few days for the wound to settle before following up with a private surgeon. The patient followed up with a private surgeon on (B)(6) and was at the surgeons' clinic from 9am until 12pm, in the bed with the surgeon attempting to remove the broken catheter. Ultimately the surgeon advised that the catheter had settled in the patients muscle and they are unable to safely remove it and it was recommended to leave it alone.

Event description:
The customer advised that a 37 year old male patient, was at the clinic to receive vitamin therapy via IV. It was advised that as the clinical staff was inserting the catheter, it broke off in the patients arm. The patient was sent to the emergency room when the breakage occurred on (B)(6). The office was advised by the patient that the emergency room was unable to removed the catheter and was advised to wait a few days for the wound to settle before following up with a private surgeon. The patient followed up with a private surgeon on (B)(6) and was at the surgeons' clinic from 9am until 12pm, in the bed with the surgeon attempting to remove the broken catheter. Ultimately the surgeon advised that the catheter had settled in the patients muscle and they are unable to safely remove it and it was recommended to leave it alone.